Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 30 autoclave cycles for the handle. The code selector_cal_failed was displayed several times throughout the eeprom. The eeprom was uploaded and indicated 31 autoclave cycles for the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The handle did not appear to calibrate. A green blinking was displayed above the handle status light. The adapter was inserted onto the handle. Solid blue lights were displayed and the handle status light continued to blink green. Engineering then disassembled the unit for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. The reported condition was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station.

Event description:
Customer informs that the leds lighted when the battery is connected. It cannot be made the checking when the sulus are connected as it does not work. No patient related complaint. As soon as they checked it did not work it was removed from or in order not be used.